Event description:
It was reported that this pacemaker exhibited farfield oversensing on the atrial channel. It was recommended to adjust the atrial sensitivity. Currently, this product remains in service and no adverse patient effects were reported.